Event description:
The customer returned the device stating, ¿while preparing the pump for use, the device was not accepting the cassette intermittently¿; during device evaluation it was found the air detector wires were broken and the downstream occlusion (dso) sensor was not functioning correctly, and the dso seal was cracked.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "while preparing the pump for use, the device was not accepting the cassette intermittently " was confirmed. The downstream occlusion (dso) sensor was not functioning correctly. Further investigation found that the dso seal was cracked. The dso sensor and dso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.